Event description:
It was reported that this patient's device had an inappropriate charge due to oversensing of noisy signals. The physician had planned to monitor the patient after the sensing vector was changed to primary. The patient's device had recently exhibited an alert for high out of range shock impedance. The system is currently under evaluation but remains in service. No adverse events.

Manufacturer narrative:
The available information suggests this device was retained by the hospital. If information is provided in the future, or following analysis if the device is returned, a supplemental report will be issued.

Event description:
Additional information was received indicating another high impedance alert was detected following the device reprogramming to primary. The device was programmed off and the patient was fitted with a life-vest pending an electrode revision. At the revision procedure, fluoroscopy found the electrode had fractured. This system was successfully explanted and replaced. No adverse patient effects were reported.